Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the device showed damage in the form of stretching, kinks and a separation. The separated component that was not returned is approximately 12cm long. This device should measure 150cm long and the returned shaft measure 138cm long. The separation was 12cm from the tip. The returned portion showed 3 kinks located 24cm, 63cm and 102.5cm from the hub. There was stretching of the device located 132.5cm to 134cm from the hub. A .018 test guidewire was inserted into the catheter shaft through the hub end. The guidewire transcended through the shaft until the stretched area where the guidewire stopped. Inspection of the remainder of the device apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 21jan2020. It was reported that a guidewire and catheter entrapment occurred. The target lesion was located in the right posterior tibial artery. A rubicon was selected for use over a v18 guidewire. During attempts to cross the lesion, the rubicon and v18 guidewire became entrapped with each other. The v18 guidewire could not be removed from the rubicon and the devices were removed together as one unit. The procedure was completed with another of the same device. No complications reported and the patient was stable post procedure. However, device analysis revealed separation at 12cm from the tip.